Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. The unit was downloaded successfully to carelink pro. There was no cosmetic damage noted.

Event description:
It was reported that the customer has had issues with his diabetes and has been in the hospital three times and has also experienced low blood glucose while being in the hospital. His blood glucose value has been over 600 mg/dl for the past week and his meter is not reading. It was stated that the customer could test positive for diabetic ketoacidosis every day because of his pancreas being completely removed. His doctors are unable to fully determine exactly what his settings should be because they can not upload his information. It was reported that the customer's doctor requested the insulin pump to be replaced. It was stated that the information from the insulin pump could not be uploaded to the computer. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.